Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, de novo atheromatosis (fatty degeneration or thickening of the arterial walls) and moderately tortuous proximal left anterior descending (lad) coronary artery. A 2.25 x 15 rx xience prime stent delivery system (sds) was advanced; however, it failed to cross due to patient anatomy and the proximal shaft separated into two pieces. The sds was withdrawn from the anatomy without difficulty. A new unspecified stent crossed and successfully completed the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.